Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to high lv thresholds. Evidence indicated via fluoroscopy prior to the procedure that the lead was positioned above the tricuspid valve in the greater cardiac vein, and may have indicated a lead dislodgement resulting in a sub-optimal position. As the patient was displaying worsening heart failure due to the ineffective left ventricular pacing, the lead was explanted and replaced. No adverse patient effects other than the additional procedure were reported.